Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise, oversensing and unspecified out of range pacing impedance measurements resulting in activation of the lead safety switch (lss) feature. Subsequent pacing impedance measurements were noted to be stable and within normal limits at 370 ohms. Boston scientific technical services (ts) discussed troubleshooting options. A follow up appointment will be scheduled for an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service.